Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an arthroscopy procedure the operator through tactile sensation didn't feel high temperature of the irrigation solution. The power of the generator was set at maximun level. The aspiration of the arthropoda was open while the one of the handle was closed. At the end of the procedure skin lesions are appreciated in circumscribed areas and relatively close to arthroscopic portals, probably due to the accumulation of physiological solution leaking from the portals. These accumulation areas are located in the zones of adhesion of the sheets with the skin. It was requested the telephone consultation of the plastic surgeon that gave indications to medicate with cortisone and vaseline gauze.

Event description:
It was further reported that there was no surgical delay. The failure was noted after the surgical procedure. For the moment, no intervention has been scheduled.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This complaint is being documented to report an adverse event experienced by the patient during the use of depuy mitek's device. There was no reported product problem. However, it was noted that cutaneous lesions were observed on the patient in circumscribed areas near the arthroscopic portals. That is, there was patient harm during procedure. Hence, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device (225028, lot : u1809128), and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for the issue described in this event. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.